Event description:
The recipient is reportedly experiencing sound quality, pain, and intermittency issues. The recipient was reportedly advised to discontinue device use to exclude overstimulation of the tissue at the implant. Programming adjustments have been made; however, the issue did not resolve. The recipient frequently trampolines while wearing sound processor and supra aural headphones. Revision surgery has been scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced loss of sound after swimming. Device testing could not be completed due to loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed d the electrode array was severed and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of intermittent lock could not be verified during this analysis. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.